Event description:
The manufacturer received information alleging that a ventilator switches itself off. No additional information has been provided at this time. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator switches itself off. No additional information has been provided at this time. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was evaluated by the manufacturer's product investigation laboratory (pil) and did not observe anything to note. Pil tech did take the log from the unit. Alarm log display was documented. Pil tech reviewed error logs and noted e-037 pt_low_press_alarm entries. The unit was disassembled and pil tech found the motor temperature monitor wires not connected to the pca and then found the tubing to mt5 not connected to the blower housing. The unit was properly reassembled and ran overnight with no errors. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.